Event description:
It was reported, that the patient implanted with this device went to hospital for heart failure (hf). Lead was dislodged. The patient had a fall several times. And had extreme pain. The patient also stated, that the pulse generator shifted out of the pocket and prevents her from laying down comfortably. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).